Manufacturer narrative:
Additional information: a4, b5 and h6.

Event description:
New information received notes that programming adjustment were made on 17 aug 2023. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of non-sustained right ventricular over-sensing recorded on the implantable cardioverter-defibrillator. The episodes were a result of post-paced t-wave oversensing. Programming adjustments were discussed. However, no interventions were reported. Further information was requested but not received .